Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coil), non-penumbra coil, penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed a smart coil and another coil in the target vessel using the handle. Subsequently, the physician advanced another smart coil into the vessel and used the handle to detach it; however, the smart coil failed to detach. Therefore, the physician decided to remove smart coil. However, while retracting, the smart coil had unintentionally detached inside the microcatheter. A guidewire was then used to push the detached smart coil back into the aneurysm. The procedure was completed at this point. There was no report of an adverse effect to the patient.